Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the balloon catheter became stuck on the guide wire. The 80% stenosed lesion was located in a calcified and moderately tortuous av fistula of the antebrachium. While advancing the f/g sterling otw 4.0 x 40/40 (4f) balloon, resistance was encountered. The balloon became stuck on the non bsc guide wire. The physician used forceps to remove the guide wire. The balloon was exchanged for a 4-40 sterling balloon. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by manufacturer: the guide wire used in the procedure was not returned for analysis. There was a dried blood-like substance present in the distal shaft of the device. Magnified and tactile inspection of the device revealed no irregularities. A new .018" guide wire was advanced all the way through the wire lumen with no resistance encountered. Despite a thorough analysis of the returned device, it was not possible to verify the reported resistance and stuck guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).